Event description:
A customer reported a past event of high blood glucose levels, with the exact value unknown as it displayed "high." Cause was not known. The customer administered a correction bolus using a pump. The control iq feature was active during the event, and the customer did not experience frequent or recurring high glucose levels. Technical support advised the customer to consult with a healthcare professional for further evaluation, which the customer understood and acknowledged.